Manufacturer narrative:
The device has been returned for evaluation:however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. Reportedly the anchor on the right side has broken off. No injury was reported.